Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that, after intraocular lens implantation surgery, the patient experienced blurry vision. Hence the lens was explanted. The clinical reason for explant was decentered iol (intraocular lens) - one of the haptic not fully extended. Additional information was requested.

Manufacturer narrative:
Correction information was provided in a.3.a, b.6. And d.10. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned inside a small, sealed pouch. The optic was cut into three portions. The haptics were not in bent positions. A recheck of the power and resolution cannot be conducted due to the lens damage. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The cartridge and handpiece information was not provided. It is unknown if a qualified combination was used. A non-qualified viscoelastic was used. The reported complaint was for "blurry vision". The clinical reason was reported as "decentered iol (intraocular lens) - one haptic not fully extended". It cannot be confirmed if one haptic was not fully extended in the eye, based on the product investigation. Bent haptic damage was not observed upon return. The root cause for the reported complaint of "one haptic not fully extended" may be related to a failure to follow the IFU (instructions for use). A non-qualified viscoelastic was used. The IFU instructs: company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The lens was returned cut into three portions, typical of an insertion and removal. Each lens was subjected to a 100 percentage assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. The manufacturer internal reference number is: (B)(4).